Event description:
The hospital reported that during the endoscopic vein harvesting procedure, c-ring's slider shaft broke down the middle and split the c'ring in half. Broken piece needed to be retrieved from the leg. The procedure was completed using a replacement device. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.